Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: a 20 minute surgical delay occurred.

Manufacturer narrative:
This report is for an unknown guide/compression/k-wires/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during a fracture neck of femur sub troch surgery when the 3.2mm guide wire was inserted through the trochanteric fixation nail advanced (tfna) jig into the proximal femur, the guide wire was aiming too high into the hole. Th k-wire was pulled back slightly to prevent the head from not going centrally through the proximal hole in nail but then the lag screw missed the nail. The 4.3mm longer drill with drill sleeve was given to complete the surgery. There was no harm to the patient. This report is for one unknown guide/compression/k-wires. This is report 6 of 8 for (B)(4).